Manufacturer narrative:
The insulin pump was monitored unit and no blank display noted. Device passed the operating currents. No anomaly found on the electronic battery tube assembly noted. Device had unresponsive button due to corroded keypad trace. No scroll bar ramping numbers without button press noted. Cracked case all corners of display window and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.